Event description:
Sorin group received a report that during a procedure, the s5 double head pump displayed a fault in motor controller error message and failed to respond. The pump was replaced and the backup pump was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) MFR a s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure, the s5 double head pump displayed a fault in motor controller error message and failed to respond. The pump was replaced and the backup pump was used to complete the case. There was no report of pt injury. The investigation is on-going. A follow-up report will be sent when the investigation is complete.